Manufacturer narrative:
(B)(4)

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reports the clear injection port on top of the buretrol falls off resulting in leakage while administering chemotherapy to the patient. These chemo spills have resulted in transporting the patient to a different location while isolating the room for proper decontamination, as well as the financial cost of losing expensive chemotherapy.